Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). During investigation no material, dimensional, functional, visual or manufacturing related issues were found. The reported event was confirmed; all thread windings were flattened and deformed, except to 1 ½ windings approx. In the middle of the thread. Material deformations at the tip windings indicated that the windings got damaged in clockwise direction and counter-clockwise direction due to contacting a hard object during insertion and extraction. Why 1 ½ windings are undamaged could not be determined; a contact to the outer nail surface or nail hole rims would have led to a complete damage of the screw thread. Furthermore, the screw thread windings are completely damaged, also partly the screw head; in case the screw was implanted through the lateral cortex of the femur, approx. The last 4 windings toward the screw head and the screw head itself would not have been damaged. Therefore, it is very likely that the screw got damaged prior to the implantation. The hexagon profile of the screw head is damaged and stripped, indicating that the screw was screwed into a hard object with heavy torsional forces. Because no manufacturer related issue was detected the screw damage is attributed to the user. Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During medical intervention surgeon block gamma 3 small screw, but it was outside the nail, the surgeon remove the screw but the head of the screw was damaged (deteriorated hexagonal tips) surgeon completed procedure with a new screw and did not pay the first cscrew to distributor. Screw removed will be send to stryker for analysis. At the beginning they used a target device, as the locking was not well after that they finalize the process in free-hand manner.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During medical intervention surgeon block gamma 3 small screw, but it was outside the nail, the surgeon remove the screw but the head of the screw was damaged (deteriorated hexagonal tips) surgeon completed procedure with a new screw and did not pay the first screw to distributor. Screw removed will be send to stryker for analysis at the beginning they used a target device, as the locking was not well after that they finalize the process in free-hand manner.